Manufacturer narrative:
The device is undergoing an evaluation, which has not yet been completed.

Event description:
Loss of data. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), provide/correct initial reporter information (see section e1, e2 ,e3), update device evaluated by manufacturer (see section h3), correct the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during a vascular study; an unspecified error was displayed. At the conclusion of the study, the images were found to be lost and were unable to be recovered. The same system was used to repeat and complete the study. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the root cause for the lost exam was investigated. The issue occurred when the software was creating a bookmark (information about the image) at the same time that the image capture was occurring. This occurred on secondary image captures (where the user is not capturing an imaging in cine). The cause was that the bookmark creation and the secondary capture were occurring in the same software process, which was not designed to handle the events occurring simultaneously. The particular situation where the bookmark creation and image capture are occurring simultaneously is when a capture of the patient registration screen also does an implicit end exam and registration. This was resolved in a new software release for the sc2000 ultrasound system.